Manufacturer narrative:
Title: factors affecting cuff extrusion of 2022, vol. 73(2) 410¿418. Tunneled hemodialysis catheters source: canadian association of radiologists¿ journal 2022, vol. 73(2) 410¿418. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between (B)(6) 2013 and (B)(6)2018, a retrospective study analyzed outcomes of patients who underwent insertion or replacement of tunneled hemodialysis catheters. There were 625 procedures (in 293 patients) included in the study. Catheters were secured with 3-0 biosyn suture at the tunnel exit site. In selected cases, the wings of the catheter were sutured to the chest wall using 2-0 surgipro. Post-operative complications included: cuff extrusion was the most common complication, encountered in 149 catheters out of 625 (23.8%), in 72 of the 293 patients (24.6%), at a rate of 0.79 per 1,000 catheter-days. In comparison, infection and inadequate flows were seen in 91 catheters (14.6%), and 63 patients (22%). Catheter exchange or removal was required to resolve the issue. Factors that increased the risk of cuff extrusion included the lack of wing-sutures, position of the cuff in the tunnel, model of catheter and obesity. Factors affecting cuff extrusion of tunneled hemodialysis catheters, dr. Flavius parvulescu, 2022, canadian association of radiologists journal.